Event description:
It was reported that the patient presented for a scheduled procedure due to pocket infection and device erosion. Review revealed that the patient had previously fallen several months after a generator change, which caused the device pocket to open. This led to a localized infection in the pocket. The device and leads became visible due to pocket erosion. The patient underwent extraction of pacemaker, right ventricular (rv) lead, right atrial (ra) lead and was reimplanted with an aveir vr. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.